Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-p4, lot# n296722, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
The patient reported one year ago they were bucked off a horse and broke their pelvis. Since the trauma, the patient has not been using their implantable neurostimulator (ins) much during their recovery because they were hurting in other places. They have started using their stimulator more and have noticed a burning and shocking/jolting sensation. The patient noted that even after turning their device off they can be sore for hours. One instance of the shocking occurred while the patient was standing in front of the microwave and they have had to sometimes turn the ins off twice to get the stimulation to shut off. The patient also noted their leads protrude quite a bit on their back in the bra are and will hurt/burn. The patient is unsure if the impedances were checked, but they do think they have had an x-ray. Two weeks prior to report, the patient was reprogrammed and their health care provider (hcp) spoke of replacement, but had not proceeded with the replacement. At that time the patient had received two neck injections but had still not heard anything from their hcp about a revision. Information pertaining to event (B)(4)¿ broken recharger belt was omitted because the events are not related. No interventions or outcome was provided, but additional information has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient met with a company representative on (B)(6) 2014 to assess her system. Impedances were good but the shocking and burning still occurred when she turned stimulation on. The patient was most interested in replacing the system as since the fall off the horse the implant was not working correctly. The physician was happy to replace the system and the patient would be scheduled for a replacement in the next 4-9 weeks. Additional information about the final outcome was requested, if received a follow up report will be sent.

Event description:
It was further reported that the implant xray that was done looked normal. Impedances were checked and were also good. A company re presentative planned to meet with the patient on (B)(6) 2014 and would discuss a plan with the patient and the physician. If additional information is received a follow up report will be sent.